Manufacturer narrative:
Electrode belt sn (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) has been returned to zmc and device evaluation has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture date: monitor: 5/6/2016, belt: 4/18/2016.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient was treated prior to passing away on (B)(6) 2019 while wearing the lifevest. The patient was at home with his wife and unconscious at the time of passing. It was reported that ems was called and were present at the scene. Per clinical review of the event, the lifevest detected an arrhythmia at 09:49:26. The patient was in sinus bradycardia with intermittent cardiac activity degrading to asystole. The response buttons were pressed from 10:07:15 to 10:07:43 and again at 10:07:48. It is unclear who pressed the response buttons. The lifevest delivered one treatment shock at 10:09:00 while the patient was in asystole. Oversensing of the low-amplitude cardiac signal and CPR artifact contributed to the false detection. There is no evidence that the treatment caused or contributed to the death as the patient was already in a non-life sustaining rhythm.